Event description:
This lead was replaced on (B)(6) 2023 due to impedance >3000 ohms. It is currently unknown if the lead was capped or explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Information was received that this report was created in error. The serial number with complaint is (B)(6). A new report has been opened on that serial number. There is no complaint on serial number 81305408. This report is closed. -